Manufacturer narrative:
Additional information received that the patient outcome was reported to be well. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for (B)(4) found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Malfunction was reported. The ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found. The pump failed the inflation test. The pump was functionally tested twice. The pump failed the 8 lb. Activation test. The pump required more than 8 lbs. Of force to activate. The pump passed all other functional tests. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for (B)(4) found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) pump due to a dimple in the pump causing it to stay flat and not function.

Manufacturer narrative:
System components: cylinder: model- 72404013, lot sn- (B)(4), mfg date- 04/28/2016, exp date- 04/13/2021, gtin- (B)(4). Reservoir: model- 72404161, lot sn- (B)(4), mfg date- null, exp date- 02/06/2021, gtin- (B)(4).

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis (ipp) pump due to a dimple in the pump causing it to stay flat and not function.